Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only and novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received 2 occlusion alarms. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set site; however, the customer had been using the novolog insulin within the cartridge for 4 days. The customer indicated that they would change the cartridge every 3 days as per the labeling.